Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. A review of the lot history of the subject could not be completed because the lot number was unavailable from the dr.'s office.

Event description:
Dr. Reported that an abutment screw broke in function.